Event description:
The manufacturer received information alleging maintenance. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was confirmed that the loss of power alarm did not sound. The main board was replaced to address the issue. Additionally, unrelated to the alarm issue, an error code related to the device being unable to write to the event log was found in the error log. The main board was replaced to address the issue.